Manufacturer narrative:
Other applicable components are: product ID 8780 lot# n546106002 serial# implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, additional information was received from a foreign manufacturer representative (rep) regarding the previously reported "catheter review". It was clarified the catheter review occurred on (B)(6) 2017. The catheter tip was at the appropriate level and the catheter integrity was verified using contrast. Two monthsago, the patient was hospitalized due to a cutaneous erosion exposing the catheter causing the infection. This was specified as the reason for pump explant. Additional information also reported that there were no issues with the internal circuit of the pump . The event was reported by the healthcare professional (hcp) as a problem with the pump, but there were no issues with the pump or catheter. The patient already presented bad response with the treatment and two months ago the catheter erosion occurred. This reason lead to the patient to be hospitalized.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The representative had not received the system yet. The hospital was having internal process problems regarding the return of the product. The representative was trying to resolve the issue.

Manufacturer narrative:
Concomitant medical products: product ID neu_ascenda_cath, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received compounded baclofen (4.000mcg/ml, unknown dose) in an implantable pump for an unknown indication for use. The patient had a history of severe muscle stiffness and in hospital infection treatment. The patient presented with worsening/increased muscular rigidity, pain, less than 50% relief, and regression of treatment for severe spasticity four months prior ((B)(6) 2017). A dosage increase was requested weekly without improvement of the patient. The hcp performed a "catheter review" and indicated they did not encounter any problems with the infusion system. It was reported a catheter revision occurred and resulted in hospitalization for 4 months. Then two months ago, the patient acquired a staphylococcus infection and was hospitalized for treatment. With the ineffectiveness of treatment with baclofen, the patient did not show signs of spasticity improvement. The medical team decided to withdraw the pump and catheter due to a suspected problem with the pump (problem in the internal circuit). It was also stated the patient experienced persistence of the acquired hospital infection including fever and septicemia. Cultures were taken from the device pocket and blood. The organism was under analysis. The patient received antibiotic treatment. The location of the issue/symptom was reported as the device pocket and catheter track. No errors were seen upon interrogation. The system was explanted on (B)(6) 2017. The system was stated to have already been returned. There was no plan to replace the infusion system in the future. The status of the patient was stated to be alive and with injury; pain and worsening muscle stiffness. No further information was provided.

Manufacturer narrative:
The pump was returned, and analysis found no evidence of anomalies. The catheter was returned in segments, and analysis found no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The hospital was currently in possession of the system.